Event description:
The facility's biomed technician reported an infusion pump with failure code 531. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.